Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon further troubleshooting action, field service engineer (fse) found that the 2k2 processor was unidentified. The fse re-flashed via downloader and the chiller has been filled for both detectors and verified system operation, including numerous system restarts. After re-flashing and filling detectors, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.